Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided complete information for resetting the pump. After completing the reset, the customer successfully started their sensor session without encountering the error again.